Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep called the doctor's office and spoke to the nurse to get information on the patient who was up for ¿potential replacement." This patient was on the "prp list." The nurse gave the reporter all the possible information that was available on the chart notes which was previously reported. The reporter had no other information available to report and the rep was not notified in 2011 of this explant. The reporter was made aware of it last week when they called to ask about potentially replacing this patients pump, which the rep was under the impression it was still implanted. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient¿s device was removed due to infection with no replacement. Further information was not provided. No further complications were reported/anticipated or expected.